Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data indicated that the observed differences could be attributable to the expected lag between bg and sg inherent to the sensing technology. As a proactive troubleshooting measure, customer care recommended that the user re-link the sensor to clear calibration history and any potential calibration misalignment. However, the user declined, noting that the system began functioning as expected after placing the insulin pump closer to the sensor. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident in which the user reported that the cgm readings were different from blood glucometer measurements. No injury or medical intervention was reported.